Event description:
Routine complaint investigation when a consumer reported receiving a series of imprecise back to back readings of 32 mg/dl, 97 mg/dl and 130 mg/dl within a five minute time period. When the results are plotted on a clarke error grid, results fall in the "d" zone showing the difference to be clinically signficant. There was no report of death, serious injury or mistreatment associated with the event.